Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusions sets were fell off during use on 1-april-2024. The infusion set fell off during physical activity, sweating, swimming, or bathing. Patients' blood glucose level was found to be 180mg/dl. The infusion set was used for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.